Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported an armada 35 balloon dilatation catheter performed dilatation on an unspecified lower extremity lesion. Following, the balloon was unable to fully deflate. During device removal, resistance was met at the sheaths tip. The balloon and sheath were removed from the patients anatomy as a single unit. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. Avs review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial filed medwatch report, additional information was received as follows: the armada 35 balloon dilatation catheter performed dilatation on the iliac artery, heavily calcified lesion.